Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that it was not working, and the patient then clarified that they were getting poor communication on their programmer when trying to connect with their implant. The patient stated this started about two weeks ago and reported they hadn't used the device in a while, well over a year, and when they turned it on all of a sudden they got an intense kind of pain and "like electricity" through their vaginal area and it was pretty intense for the rest of that afternoon. The patient stated their stimulator felt like it was really sending a lot of stimulation and they could feel it really strong and they couldn't get the device to do anything to turn it down but luckily it calmed down. The patient confirmed the pain had gone away but stated they could still feel stimulation occasionally, but not like that day. The patient confirmed they could still feel stimulation and they thought the implant was still active. The patient initially denied any trauma to implant site, falls, or procedures done, but they later mentioned over a year ago they had five different falls. The longevity of the implant and end of service (eos) considerations were reviewed with the patient. The patient attempted to communicate with the implant on the call with and without use of the antenna and reported getting the poor communication screen. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider (hcp) to discuss their symptoms and if they were still unable to connect with replacement programmer. The patient provided the name of their managing hcp. A replacement programmer was requested to be sent out.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.